Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. There was no reported adverse impact to the customer's blood glucose. Reportedly, the customer successfully loaded a cartridge and resumed insulin delivery. The customer also had manual injections for alternate insulin therapy if needed.